Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing. No intervention was performed.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) had continued post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. The patient status was unknown.